Manufacturer narrative:
Model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-4316, serial (B)(4), description: next generation anchor kit-sterile. Model#: fb-201-01, serial #: (B)(4), description: fixate double pack. The explanted devices were not returned to bsn as these were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increasing pain in the midline and pocket incision sites. It was also reported that there was a focal area of point tenderness within the upper midline incision site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.